Manufacturer narrative:
The insulin pump was received with normal sleeping current. The insulin pump monitored for several days and no blank display or auto off alarm noted. The battery tube connector plugged in properly during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with pump turning off automatically 4 times. It was reported that there was no previous alarms present. The customer's blood glucose level was reported to be 324mg/dl. It was reported that replacement pump would be sent and that the pump would be returned for analysis.